Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved determined cracking of the catheter at the patient end. The device returned with the catheter broken in two places with the purple tubing exposed and stretched out. The catheter was broken at 13.7 cm and at 118.5c m distal from the handle. The catheter had bends/kinks at 131.6 cm distal from the handle and at 236.1 cm at the distal tip. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. The additional information provided indicated the balloon did not receive lubrication or negative pressure prior to advancement through the endoscope. The instructions for use direct the user to ¿apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel.¿ this activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user ¿to facilitate passage through the endoscope, apply negative pressure to the device.¿ further, the instructions for use state: "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until the dilator is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in device preservation and optimize balloon performance. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding in-service: based on the information provided that lubrication and negative pressure was not applied, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The balloon inflated correctly but after around 90 seconds, towards the end of the procedure, the solution used to inflate the balloon, leaked out through one of the work channels. The device was retrieved an unusual angle was noted in the proximal end of the balloon only visible once the balloon had been inflated. Clarification was received indicating that the break in the catheter was at 60 cm from the user end. This event was not reportable at the time. The device was received for evaluation on 15-jun-2020. The catheter was broken at 13.7 cm and at 118.5 cm distal from the handle. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.